Event description:
It was reported that the customer received a no delivery alarm, after the infusion set cannula did not insert properly. It was stated that the alarm was resolved with a complete set change. Customer's blood glucose was 320 mg/dl. At the time of this report, customer's blood glucose was 127 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.